Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result for a 22-year-old female patient. The following data was provided (customer¿s cutoff is <4.9 ng/l): sample ID: (B)(6) initial result, on (B)(6) 2026, was 11.57, repeat result, on (B)(6) 2026, was <1.00 ng/l. There was no impact to patient management reported.